Event description:
It was reported that during an unk procedure, the clips would not advance. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Misassembled clips, damaged cartridge cover. Evaluation summary: the analysis results for the mcm20 instrument confirmed that it was returned with the cartridge cover cracked. The clip was incorrectly loaded into the clip track; therefore, the remaining clips would not be fed into the jaws. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.